Manufacturer narrative:
The pressure sensor assembly was replaced. After replacing the pressure sensor assembly, the device functioned as intended. Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: our local staff took care of for preventive maintenance. When tsw's proximal rinse flow test was performed, no gas came out from the white tube side. No patient involvement as it occurred during service.